Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self- test, unexpected restart error test and off no power test. No unexpected failed battery test noted. No unexpected low battery alert noted. No unexpected battery out limit noted. No damage on the lcd isolation tape noted. The insulin pump received with minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display, failed battery test, battery out limit and low battery alert from the insulin pump. The customer's blood glucose level was 94 mg/dl. The customer stated that she changed the battery several times and the pump started beeping. The customer stated that the screen went blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer stated that she received a failed battery test. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.